Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 2 events for the failure: material disintegration - 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 2 events were reported for this quarter. Product return status, 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components), 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition, 2 devices: product disposition is not yet determined. Additional information, 2 devices were not labeled for single-use, 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99467 supplemental rationale corrected data: b5, h1, h6, h11 2 events were previously reported during the reporting quarter; however, 1 event was reported in error. 1 previously reported event is included in this follow-up record. Product return status 1 device was not available for evaluation. Evaluation findings (results/components) 1 device: no findings available / part/component/sub-assembly term not applicable product disposition 1 device: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: material disintegration. 1 event had problem identified during non-clinical procedure; there was no patient involvement.